Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the abbott diabetes care (adc) device. A customer reported experiencing bruising and hematoma while wearing the adc device and was able to self-treat with "300 thousand units heparin" ointment at the insertion site. There was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.